Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17524650 presented no issues during the manufacturing process that can be related to the reported event. It is unknown if the device is available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7mmx2cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured at four atmospheres (atm). No patient injury was reported. The lesion was the external iliac artery. The device was replaced with a new unknown balloon catheter.

Manufacturer narrative:
As reported, the 7x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, however it ruptured at four (4) atmospheres (atm). No patient injury was reported. The lesion was the external iliac artery. The device was replaced with a new unknown balloon catheter. No other information is available at this time. The device was not returned for analysis. A device history record (DHR) review of lot 17524650 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The device was not returned for evaluation as it was discarded.